Event description:
37 minutes into the first treatment, the patient began to have tachycardia and sob, treatment was stopped. Spo2 was measured at 76%. Lungs which were clear became abnormal with crackles 2/3 way up bilateral. Oxygen applied by nasal cannula at 4l per minutes, oxygen saturation values increased to mid 80's. Patient transported to hospital.